Event description:
It was reported that during shift check, the platform displayed user advisory 28 (loss of clutch connectivity). There was no pt involvement reported.

Manufacturer narrative:
Reported complaint of "the platform displayed user advisory 28 (loss of clutch connectivity)" was not confirmed. Archive file was reviewed, no issues were observed. No physical damage to the platform was noted the platform passed the final test.